Event description:
While performing radiofrequency thermocoagulation the generator began making an alarm noise and an electrical smell was observed. The generator was immediately turned off and the procedure was discontinued. Pt did receive blistering at bovie pad site. Pt has developed an infection and is undergoing treatment.